Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative evaluated the helium tank gauge (read 1720 psi), checked the pneumatic performance service diagnostic, performed the functional tests, verified that the unit met the factory specifications, perform electrical safety tests and ran the iabp for over two (2) hours in the assist mode. The auto autofill cycle was completed. In addition, the iabp was setup to record every one half (0.5) hour. The iabp was functioning and was released to the customer. A supplemental medwatch report will be submitted if the patient basic information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated several "autofill" failures. No patient injury was reported.